Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the flexvision computer was unable to boot. Review of the logfile shows malfunctioning flexviewing-pc (network connection is lost). Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found the post (power on self-test) results indicates issue with the flexvision pc. To resolve the issue, fse replaced flexvision pc and hard disk. The defective part was sent for analysis, for flexvision pc no failure was observed. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's flexvision computer was unable to boot up. The device was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.